Event description:
A code was called for an elderly pt in the critical cardiac unit. A resuscitator was in use for 3-4 mins when the 15mm portion of the dual swivel elbow allegedly disconnected from the swivel body. A second resuscitator was obtained and allegedly the same problem was experienced after another 3-4 mins of use. A third resuscitator was obtained which functioned as expected for its duration of use. The pt involved in this event expired. The user facility has determined that this outcome was not due to the alleged malfunction of the resuscitator bag.